Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-02412. It was reported the patient experienced pocket heating while recharging his scs ipg. The patient also stated the charger gets hot while recharging. The patient stated the heating was uncomfortable. A new replacement charging system was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.